Event description:
The service report shows that while performing an upgrade service on the device, the nellcor puritan bennett customer support engineer (cse) discovered that the loss of ac power alarm did not activate when tested. The cse inspected the device and replaced the motherboard assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.